Event description:
Customer reportedly obtained a result of hi on the device whole the paramedic's device read 227 mg/dl within 10 minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.